Event description:
It was reported by service report that the head right side rail would not raise up or lock in any position. It is unknown if there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: timing link.